Event description:
The provider states both motors are not operating properly. He states one motor smells like a burning oil and the other will not go into free wheel mode. He states the motor will not roll.